Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00027, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient had poor range of motion. Glenoid components were removed and replaced with a stryker glenoid system. The existing socket poly was also removed and replaced with a new poly and spacer tray.